Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The event of viral infection (covid-19) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of viral infection (covid-19), deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juv¿derm voluma¿ xc. Two weeks later, patient was diagnosed with covid-19. Approximately three months later, patient developed granulomas (no biopsy). This is the same patient reported under (B)(4) (allergan complaint # (B)(4)). This emdr is being submitted for the event of covid-19 infection, deemed not related to the device but an unexpected adverse drug experience.